Manufacturer narrative:
The reported lot number, log125380, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that the device was an obtryx curved transobturator mid-urethral sling system.

Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00182 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced vaginal erosion, recurrent urinary tract/bladder infections, mesh erosion, bladder perforations, incontinence, and abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.